Event description:
ICD implanted in 2002. Pt with/steadily declining capture threshold and r waves since that time. Admitted for ICD function testing; at surgery, the lead was noted to be dislodged and the active fixation mechanism was broken.